Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal prialt (concentration and dose unknown) via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. A reservoir volume discrepancy was reported. The expected residual volume (erv) was 6 milliliters (mls) and the actual residual volume (arv) withdrawn was 1 ml. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting included a pump volume reservoir check and the patient was referred for a rotor check. It was asked and unknown if surgical intervention was planned. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked but unknown and medical history was asked and would not be made available (legal/confidential reason). Additional information was received from a healthcare provider (hcp) on (B)(6) 2018 indicated the patient stated she was sleepier after the previous refill. The cause of the volume discrepancy was not determined; however, the hcp believed the pump was overinfusing. The hcp decreased the intrathecal medications by 20% and brought the patient back one week later. She had another 2.3 milliliter (ml) discrepancy in one week. The patient was referred for it pump replacement. It was noted the patient needed surgery to remove/replace the pump, as she had reported sleepiness after refills and the discrepancies were 6 mls then 2.3 mls after one week. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated for the last couple of pump refills overinfusion had been reported. It was reported the patient was receiving intrathecal hydromorphone 4 mg/ml at 1.9 mg/day via the implanted pump. It was noted at the end of (B)(6) or early (B)(6) 2018 the expected residual volume (erv) was 6cc and the actual residual volume was unknown. This was the first reported volume discrepancy. There was also a 2cc discrepancy from the erv versus the arv (actual numbers were not known per the rep) after a few weeks¿ time from the most recent refill, last week ((B)(6) 2018). The rep would confer with the doctor and patient. No medical symptoms were reported. No further complications were reported/anticipated or expected.